Event description:
Rptr claims the armrest broke during a transfer and end user fell and broke end user's leg. It had been reported to the dealer that one of the two retaining bolts for the swing away armrest had broken a few days earlier and that end user continued to use the armrest to transfer. Dealer had changed the bolts before for end user and told end user to keep an eye on the bolts because end user puts entire weight on the armrest during transfers. The swing away armrest should not be used for transferring.